Event description:
Pt had onset of lower back pain, shortness of breath, diaphoresis and headache. Treatment was halted and resumed on a cellulose acetate dialyzer without further complaints or incidents.